Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 3.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 24 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 6th and 7th most proximal stent strut rows were damaged; with struts lifted and pulled distally. The crimped stent outer diameter of the undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube and shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 24x3.5mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 3.50 promus premier drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.